Manufacturer narrative:
Hologic ts reviewed the system logfiles provided by customer. Review of the logs did not reveal any hardware or instrument issues that contributed to these discrepant results. Based on the available data, the most likely cause for the discrepant results across repeat testing of these samples is a low target concentration near the limit of detection.

Event description:
On (B)(6) 2026, a customer in germany reported to hologic that discrepant results were generated whilst using the aptima human papillomavirus (hpv) assay (ml 913266) with panther instrument (serial number: (B)(6)). The incident was recorded under hologic reference number (B)(4). On (B)(6) 2026, sample ID (B)(6) were tested on panther worklist ID (B)(4) and generated an aptima human papillomavirus (hpv) assay (ml 913266) negative result. The same samples ((B)(6)) were retested on (B)(6) 2026 on the same panther instrument (worklist ID (B)(4)) and generated an aptima human papillomavirus (hpv) assay positive result. On (B)(6) 2026, the same samples ((B)(6)) were retested again on the same panther instrument (worklist ID (B)(4)) and generated an aptima human papillomavirus (hpv) assay negative result. The customer reported out the first valid result for sample ID (B)(6), which was the ahpv negative result from the initial test on (B)(6) 2026. No information regarding patient treatment is available at this time. Hologic has not been informed of any adverse patient outcome related to this event.